Event description:
As reported by the user facility: nursing reports that once the introcan is inserted, approx. 1 hour later at the site of insertion, noticing infiltration and what looks like a chemical burn. Reports the infant's arm in 1 occurrence was extremely swollen, red, and developed eschar at the insertion site. Reports in 1 occurrence symptoms occurred before administration of any fluids or medications. Reports 4 total incidences.

Manufacturer narrative:
Three of the actual devices in the incidents were returned for evaluation. The catheters were attached to smallbore extension sets. No visual manufacturing defects were noted. Also two unused, sealed samples were returned from the reported lots. Biocompatibility has been established for all the materials used in the introcan safety products. This product is received packaged, sterile from b. Braun. The master certificate records for the catheters involved in this incident were reviewed. In accordance with the certificate, these lots passed all official tests and were found to be within the acceptable quality limits for release. Incident of this nature can be caused by a number of factors both related and unrelated to the catheter. No specific conclusion can be drawn. The samples and all available information has been provided to the actual manufacturer, b. Braun medical industries. Additional information is pending. A follow-up report will be filed if any pertinent information becomes available.